Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. The customer drank juice to address bg level. The customer stated that they had not eaten dinner the night before and was not sure if that was the reason for the low bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.